Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that they experienced low blood glucose levels of 38 mg/dl. The customer's mom stated the charger is having a red light flashing and then a green light after for the customer. The customer will take the transmitter charger out and connect to a sensor to help the customer with her blood glucose level. The customer's mom was offered to troubleshoot for the low blood glucose level but the mom declined. The customer was treated for the low blood glucose level but mom could not recall how they treated the low reading. The product was not returned for analysis.